Event description:
The customer reported that the system locked up while sending images to pacs. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
The customer consulted with a ge healthcare rep. This issue appears to be a known problem related to the particular version of software. A work around was shown to he customer. The customer implemented an alternative route to send cine runs to pacs. The system was returned to service.